Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it was implanted in the patient. If information is provided in the future, a supplemental report will be issued.

Event description:
Treatment of a left ophthalmic aneurysm measuring 7mm. It was reported that the patient underwent pipeline embolization treatment on (B)(6) 2013 and was discharged from the hospital. The patient fell and went back to the hospital and was discovered to have a parenchymal bleed distal to the previously treated pipeline. It was reported that the patient is in good condition.